Event description:
It was reported that the patient experienced a burning sensation between the neck and pacemaker device. There was concern about the implantable pulse generator (ipg) device which showed lower than expected battery impedance. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.